Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl. The day before customer was experienced 345 mg/dl. Customer's current blood glucose was 119 mg/dl and also had 393 mg/dl. The customer did experienced the symptoms such as nausea and really hot. The customer was treated with insulin pump. Customer reports they feel okay to troubleshoot. Customer reports they had a back-up plan available. The customer declined troubleshoot for high blood glucose. The device will not be returned for analysis.